Manufacturer narrative:
Per report, customer have had issues where the "blood won't come down the tubing". Multiple staff members attempted to obtain a straight draw lab specimen from patient. They were unsuccessful. There was blood return when venipuncture occurred, however, once the blood made it down the tube it would stop and not go into the tube. They attempted to use a syringe instead and still were unable to obtain any blood. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, customer have had issues where the "blood won't come down the tubing". Multiple staff members attempted to obtain a straight draw lab specimen from patient. They were unsuccessful. There was blood return when venipuncture occurred, however, once the blood made it down the tube it would stop and not go into the tube. They attempted to use a syringe instead and still were unable to obtain any blood.